Manufacturer narrative:
The reported event of incorrect battery re-conditioning process file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can't be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
During a cpc and tpc site visit, the customer reported an incorrect battery re-conditioning process/3rd party battery use. There was no report of patient involvement.

Event description:
During a cpc and tpc site visit, the customer reported an incorrect battery re-conditioning process/3rd party battery use. There was no report of patient involvement.

Manufacturer narrative:
The reported event of incorrect battery re-conditioning process file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.